Event description:
The manufacturer received an investigator initiated study named "western orthopaedics retrospective post-market clinical follow-up (pmcf) study for aequalis¿ ascend¿ flex shoulder system" that contains collected data on the usage and the outcomes of aequalis¿ ascend¿ flex shoulder system. The report details analysis provided for revision procedures performed between (B)(6), 2022 to (B)(6) 2022. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: one patient experienced generalized malaise immediately after discharge from the hospital and returned to the emergency department with a hematoma. This required a surgical procedure to drain the hematoma and the patient was started on intravenous antibiotics. The symptoms have since resolved with no apparent consequence

Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.